Manufacturer narrative:
Approximate age of device - 4 years, 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient had a chronic driveline infection. No further information was provided.

Manufacturer narrative:
Manufacturing evaluation conclusion: a correlation between the device and the reported chronic infection could not be conclusively determined through this evaluation. The hmii lvas IFU lists driveline infection as an adverse event that may be associated with the use of the hmii lvas. This IFU, as well as the hmii lvas patient handbook, also provide information regarding how to prevent infection and how to care for the driveline exit site. A review of the device history record revealed that the device met specifications prior to leaving abbott manufacturing facilities. No further information is available. The manufacturer is closing the file on this event.